Event description:
Rptr purchased the product with intent to eliminate mold in her home. At that time, she was ensured by the co rep that the device was not harmful. The rptr was dissatisfied with the product's ability to remove mold. The rptr was also in contact with the american lung association and the epa, who both informed the rptr that the device "produces ozone", and shouldn't be used by someone with lung problems. While the device was in use, the rptr developed pneumonia with serious episodes of shortness of breath for 6 weeks. The rptr contacted the MFR, however she states that they will not collect the device or refund the purchase amount of 600.00.